Manufacturer narrative:
This report is submitted on october 27, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment site and subsequently was placed under general anesthesia on (B)(6) 2021, in order to remove the abutment. The patient was replaced with a new abutment during the same surgery.